Event description:
The customer reported via the sales rep that the patient's stem has broken approximately 2 years post implantation. The stem has broken at approximately a 45 degree angle through the introducer hole. The patient's implant has dislocated twice. The patient's hip apparently failed when getting out of a swimming pool. It is further reported that the stem was revised in 2009. The patient's original cup was left implanted and the stem was revised with a cone conical stem.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.